Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient developed an issue with neuromonitoring during the implant procedure. The physician chose to abort the procedure and the patient was successfully implanted at a later date.